Manufacturer narrative:
Manufacturer received user facility medwatch (B)(4).

Event description:
Per medwatch (B)(4), a homecare registered nurse was providing a homebound patient with disease and medication education and demonstration. As part of patient education, she demonstrated use of the patient's glucometer. It appears the lancet device malfunctioned by failing to fully retract the contaminated lancet. Patient sustained a puncture wound from the contaminated lancet to the left thumb as a result. No adverse event reported. A request was made for the return of the device.